Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 112 mg/dl, compared with the sensor glucose reading of 48 mg/dl. The customer's blood glucose reading at the time of call was 157 mg/dl. The customer also had a bent cannula and had a complaint against the serter not releasing the hub. The serter was replaced, however nothing was returned for analysis.